Event description:
Hospital advised that a 250ml bag of demerol/bupivicaine was hung at 2:30 p.m. At 8:30 the pt went into respiratory arrest, the IV bag had 50 mls of fluid left. An ambubag with 15 liters o2 was applied to assist with pt ventilation, and chemical intervention was required to resuscitate. The pt was stabilized and discharged on 11/2000.